Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via telephone call that the insulin pump squirted out insulin and alarmed during the manual prime. The blood glucose reading was 394 mg/dl. The customer went to the emergency room for a syringe but was not treated. The customer treated with a manual injection. The drive support cap appeared normal. The customer was advised to discontinue use of the insulin pump and to revert to a backup plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump passed the displacement and rewind tests. The stop current and run current measurement tests were within specification. The pump alarmed compromised force sensor system during the prime test due to a faulty force sensor resistor. Unable to perform the basic occlusion, self test, off no power, unexpected restart, occlusion and excessive no delivery alarm tests due to the alarm. The pump had minor scratches on the display window, a cracked case at the display window corner, cracked battery tube threads, a cracked belt clip slot, a cracked reservoir tube lip, a stained end cap sticker and a scratched reservoir tube window.